Manufacturer narrative:
The patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the emergency room due to chest pain. Device interrogation found all diagnostics were steady and acceptable. A pericarditis was found and the physician suspected a micro-perforation. No additional adverse patient effects were reported.